Event description:
(B)(4). The dealer reported that the t422rda mechanical wheelchair right arm assembly mount frame was broken. There was no patient injury reported.

Manufacturer narrative:
(B)(4). Two MDR reports will be submitted for this product, because of different issues were reported, and different parts were needed. The file numbers are the following: (B)(4) (MDR).